Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was not able to duplicate the reported problem.

Event description:
The customer reported that the ltv1200 unit is getting hot and no lights. At this time, there is no information regarding patient involvement associated with the reported event.